Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) for an unspecified reason. A new aus was implanted with no complications reported. Despite efforts, it could not be determined whether the explanted components will be returned for analysis. A supplemental report will be filed should additional information received or the device returned for analysis.

Manufacturer narrative:
Investigation results: the complaint component was returned and analyzed. Visual inspection and functional testing were performed; the occlusive cuff and control pump operated within specification. The pressure regulating balloon was not functionally tested as the original pressure is not known. The reported allegation of xxx was confirmed (or not confirmed) via product analysis. Based on a lack of damage on the returned device and the successful functional test, the most probable cause for this complaint was considered no problem detected. This complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Based on the results of this investigation, no escalation to ncep/CAPA/scar is required.

Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) for an unspecified reason. A new aus was implanted with no complications reported. Despite efforts, it could not be determined whether the explanted components will be returned for analysis. A supplemental report will be filed should additional information received or the device returned for analysis.